Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The stylet insertion test was performed successfully with a slight resistance observed throughout the entire lead length. A stylet was not returned with the lead. A new stylet was used for the testing. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. (B)(4).

Event description:
It was reported that during the implant procedure, a stylet was extremely difficult to advance in the right ventricular (rv) lead. The lead was removed from the body and a second stylet was inserted with the same result. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.